Event description:
G2 ivc filter found to be multiply fractured, with 2 arms retained locally and half of one leg in what appears to be a peritoneal location. Filter and intravascular fragments retrieved with forceps, leg fragment retained. FDA safety report ID # (B)(4).